Event description:
"The midas rex high speed craniotome leaked petroleum oil base in sterile field following sterilization by steam" was stated on a mda adverse incident report form. On follow-up with the hospital, they said that the motor was working properly before this event. The hospital representative stated that oil did not leak into the patient and the procedure was completed using this motor. The surgeon reported that there was no patient injury and patient did not necessitate medical or surgical intervention. Furthermore, he stated that recurrence will not cause or contribute to a death or serious injury.

Event description:
"The midas-rex high speed carniotome leaked petroleum oil base in sterile field following sterlization by steam" was stated on a mda adverse incident report form. On follow-up with the hosp, they said that the motor was working properly before this event. The hosp rep stated that oil did not leak into the pt and the procedure was completed using this motor. The surgeon reported that there was no pt injury and pt did not necessitate medical or surgical intervention. Furthermore, he stated that recurrence will not cause or contribute to a death or serious injury. Futher follow-up with the hosp revealed that the problem they experienced with the drill was that the drill was that the drill hose was oily following sterilization.